Event description:
It was reported that interrogation of this system identified programmed right ventricular (rv) output was 7.5v @ 2ms with a threshold of 6.0v @2.0 ms. Fluoroscopy revealed this rv lead had dislodged and a lead revision was performed. The lead was explanted and replaced without further incident. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed 83 millimeters (mm) from the terminal end. The two returned segments measured a total length of 610mm with some segments suspected to be missing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found cuts in the insulation and dried blood/body fluid around the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations and noted the cuts in the insulation were likely related to damage during the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this system identified programmed right ventricular (rv) output was 7.5v @ 2ms with a threshold of 6.0v @2.0 ms. Fluoroscopy revealed this rv lead had dislodged and a lead revision was performed. The lead was explanted and replaced without further incident. No additional adverse patient effects were reported. This supplemental report is being submitted to correct the product implant date.

Event description:
It was reported that interrogation of this system identified programmed right ventricular (rv) output was 7.5v @ 2ms with a threshold of 6.0v @2.0 ms. Fluoroscopy revealed this rv lead had dislodged and a lead revision was performed. The lead was explanted and replaced without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.